Event description:
It was reported that it was "extremely difficult to plug into their charging port on the pump," resulting in challenges when trying to charge the pump. There was no reported impact to the customer's blood glucose level. The customer declined further follow up from tandem technical support. No additional information was provided.